Event description:
It was reported that during an unspecified time, the console received error code 12 (cooling system flow switch error), and the console would not boot up past 31%. There were no injuries to the patient. However, the procedure was cancelled as a result. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.